Event description:
Pt's spouse stated that one of the pumps is malfunctioning. Per spouse, she changed pt's cartridge on saturday and by sunday, it started to deep "low volume", despite the fact that it is supposed to last 72 hours. Spouse stated that she switched pt to the other pump with the next cartridge change and pt has not had any issues. Spouse did not report any side effects as a result of the malfunctioning pump. Spouse did not have serial number of malfunctioning pump. Per notes, could be (B)(4). Pt will be sent a new pump via courier and a return box, for pump to be returned. Dose or amount: 26 nkm, frequency: every 72 hours, route: subcutaneous. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.